Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a (B)(6) female patient who had essure (batch no. B60329) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity ((B)(6) without comorbidity) and bacterial vaginosis. Previously administered products included for an unreported indication: vicodin. Past adverse reactions to the above products included headache with vicodin. Concomitant products included medroxyprogesterone (depo provera) from 1-aug-2013 to 1-nov-2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced fatigue ("fatigue;"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping);"), weight increased ("weight gain/weight gain / loss"), night sweats ("hormonal changes (describe: hot flashes, night sweats);"), hot flush ("hormonal changes (describe: hot flashes, night sweats);"), headache ("migraines / / head pain"), migraine ("migraines / headaches") and weight decreased ("weight gain / loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), vulvovaginal pain ("pain;") and abdominal pain ("pain;"). On (B)(6) 2014, the patient experienced the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse);"). On (B)(6) 2014, the patient experienced urinary tract infection ("bladder or urinary problems or changes (uti treatment)"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (type: bloating);"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems (type: blurry vision"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/other injury or complication (describe: one ovary is bigger than the other, ovarian cysts,") and ovarian enlargement ("other injury or complication (describe: one ovary is bigger than the other"). On an unknown date, the patient experienced the second episode of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation") and rash pruritic ("rashes; itching"). The patient was treated with ibuprofen and surgery (on (B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, the last episode of menorrhagia, menstrual disorder, rash pruritic, ovarian cyst, dyspareunia, weight increased, night sweats, hot flush, vaginal haemorrhage, urinary tract infection, headache, migraine, vision blurred, nausea, weight decreased, vulvovaginal pain, abdominal pain, fatigue, abdominal distension and ovarian enlargement had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menstrual disorder, migraine, nausea, night sweats, ovarian cyst, ovarian enlargement, pelvic pain, rash pruritic, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff was investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She is currently planning for essure removal. Reason for removal: side effects. On the left side, 2 coils were noted when finished. On the right side, 0 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes confirmed. Ultrasound scan - in 2014: ovarian cysts, most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: events outcome updated. On (B)(6) 2018 hysterectomy with bilateral salpingectomy. Incident case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") in a 30-year-old female patient who had essure (batch no. B60329-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (bmi 35.039.9 without comorbidity) and bacterial vaginosis. Previously administered products included for an unreported indication: vicodin. Past adverse reactions to the above products included headache with vicodin. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced fatigue ("fatigue;"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping);"), weight increased ("weight gain/weight gain / loss"), night sweats ("hormonal changes (describe: hot flashes, night sweats);"), hot flush ("hormonal changes (describe: hot flashes, night sweats);"), headache ("migraines / / head pain"), migraine ("migraines / headaches") and weight decreased ("weight gain / loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), vulvovaginal pain ("pain;") and abdominal pain ("pain;"). On (B)(6) 2014, the patient experienced the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse);"). On (B)(6) 2014, the patient experienced urinary tract infection ("bladder or urinary problems or changes (uti treatment)"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (type: bloating);"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems (type: blurry vision"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/other injury or complication (describe: one ovary is bigger than the other, ovarian cysts,") and ovarian enlargement ("other injury or complication (describe: one ovary is bigger than the other"). On an unknown date, the patient experienced the second episode of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation") and rash pruritic ("rashes; itching"). The patient was treated with ibuprofen and surgery (on (B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, the last episode of menorrhagia, menstrual disorder, rash pruritic, ovarian cyst, dyspareunia, weight increased, night sweats, hot flush, vaginal haemorrhage, urinary tract infection, headache, migraine, vision blurred, nausea, weight decreased, vulvovaginal pain, abdominal pain, fatigue, abdominal distension and ovarian enlargement had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, menstrual disorder, migraine, nausea, night sweats, ovarian cyst, ovarian enlargement, pelvic pain, rash pruritic, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff was investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She is currently planning for essure removal. Reason for removal: side effects. On the left side, 2 coils were noted when finished. On the right side, 0 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes confirmed. Ultrasound scan - in 2014: ovarian cysts. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain, even when not menstruating") and genital haemorrhage ("abnormal bleeding") in a 30-year-old female patient who had essure (batch no. B60329-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity (bmi 35.039.9 without comorbidity) and bacterial vaginosis. Previously administered products included for an unreported indication: vicodin. Past adverse reactions to the above products included headache with vicodin. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2013 to (B)(6) 2013 for birth control as well as ibuprofen from 2013 to 2018 and para-seltzer (excedrin) from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced fatigue ("fatigue;"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain/dysmenorrhea(cramping);"), weight increased ("weight gain/weight gain / loss"), night sweats ("hormonal changes (describe: hot flashes, night sweats);"), hot flush ("hormonal changes (describe: hot flashes, night sweats);"), headache ("migraines / / head pain"), migraine ("migraines / headaches") and weight decreased ("weight gain / loss"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe abdominal cramping and lower abdominal pain, even when not menstruating"), back pain ("severe lower back pain, even when not menstruating"), vulvovaginal pain ("pain;") and abdominal pain ("pain;"). On (B)(6) 2014, the patient experienced the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia);") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia);"). On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse);"). On (B)(6) 2014, the patient experienced urinary tract infection ("bladder or urinary problems or changes (uti treatment)"). On (B)(6) 2015, the patient experienced abdominal distension ("gastrointestinal or digestive system condition (type: bloating);"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2016, the patient experienced vision blurred ("vision/eye problems (type: blurry vision"). On (B)(6) 2017, the patient experienced ovarian cyst ("ovarian cysts/other injury or complication (describe: one ovary is bigger than the other, ovarian cysts,") and ovarian enlargement ("other injury or complication (describe: one ovary is bigger than the other"). On an unknown date, the patient experienced the second episode of menorrhagia ("abnormally heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), rash pruritic ("rashes; itching"), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant) and bladder disorder ("bladder problems"). The patient was treated with ibuprofen and surgery (on (B)(6) 2018 hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, back pain, the last episode of menorrhagia, menstrual disorder, rash pruritic, ovarian cyst, dyspareunia, weight increased, night sweats, hot flush, vaginal haemorrhage, urinary tract infection, headache, migraine, vision blurred, nausea, weight decreased, vulvovaginal pain, abdominal pain, fatigue, abdominal distension and ovarian enlargement had resolved and the hormone level abnormal, genital haemorrhage and bladder disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hot flush, menstrual disorder, migraine, nausea, night sweats, ovarian cyst, ovarian enlargement, pelvic pain, rash pruritic, urinary tract infection, vaginal haemorrhage, vision blurred, vulvovaginal pain, weight decreased, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: plaintiff was investigating removal options, as she has not yet been able to undergo surgery to remove the essure micro-inserts. She is currently planning for essure removal. Reason for removal: side effects. On the left side, 2 coils were noted when finished. On the right side, 0 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: full occlusion of fallopian tubes confirmed. Ultrasound scan - in 2014: ovarian cysts, most recent follow-up information incorporated above includes: on 31-oct-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, abnormal bleeding and bladder problems were added. Concomitant medications were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.